Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device jaws became locked on tissue. The surgeon removed the device manually with no tissue damage. The surgeon opened another device and completed the procedure with no further difficulties. There was no patient injury. The device was returned for evaluation with the knife blade exposed.